Manufacturer narrative:
The pump was returned, and analysis found leaking at the outlet port due to a damage or missing o-ring. The catheter was returned, and analysis found damage to the transition tube and a kink was observed in the catheter body. Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine (30.0 mg at 14.98334 mg/day) and hydromorphone (3 mg at 1.49833 mg/day) via an implanted pump. The indication for use was non-malignant pain and complex reg pain syndrome type ii. It was reported the patient had fluctuating pain and only occasionally experienced relief following personal therapy manager, ptm, activations on (B)(6) 2018. The clinical diagnosis was it medication side effects. The plan was to proceed with catheter revision in conjunction with pump replacement for normal end of battery life. On (B)(6) 2018, the notes indicated a suspected catheter kink. On (B)(6) 2018, the pump and catheter were replaced. No catheter malfunction was confirmed. The catheter tip was repositioned from t10 to t8. The device disposition was unknown. It was indicated the event was related to the device or therapy and related to bupivacaine. The patient's baseline weight was not measured. The issue resolved without sequelae on (B)(6) 2018. On 2019-mar-11 rp (rep): document contained no new information.